Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an error code 41622. There was no report of patient involvement.

Manufacturer narrative:
Corrected: d3 - mfg establishment name, manufacturing plant address 1, city and zip code no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.